Manufacturer narrative:
Follow-up #1: date of submission 2/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: tdd history matches basal and bolus history; basal history adds up correctly to the basal segment programmed by the user. No alarms in the alarm history indicating an interruption in delivery. Unable to duplicate complaint of inaccurate deliveries..the pump was put on a basal program of at least 1u/hr for 24 hours during the investigation; pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of dehydration and drowsiness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that the basal history did not match the active basal program. There was no known reason for this variation. The remaining basal and bolus histories matched the expected values. The reporter stated that the patient¿s healthcare provider had made changes to the pump¿s basal settings in relation to this alleged issue. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.